Event description:
It was reported that during a tonsillectomy procedure using a coblator ii controller with an evac 70 xtra wand, allegedly the controller was supplying an insufficient level of power to the wands. Due to this alleged deficiency, the procedure was canceled and rescheduled. No information was provided regarding the rescheduled procedure; however no pt complications were reported as a result of this event.